Event description:
The affiliate stated the customer reported system error message, probe wipe up, during a sample analysis involving the coulter lh 780 hematology analyzer. The customer stated the patient's results were delayed. However, there was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the probe wipe assembly and resolved the reported issue. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the probe wipe assembly. A definitive root cause is unknown.